Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed. The evaluation experienced a system error 305, which is mostly likely what reported symptom of downstream sensor not working is referring to, caused bay a failed downstream sensor. The downstream sensor was replaced. A system error 305 displays that the downstream sensor reading are out of range.

Event description:
It was reported that the downstream sensor on a pump is not working. It was also reported there was no patient involvement.